Event description:
This catheter was being utilized for a diagnostic cardiology procedure when difficulty manipulating the device resulted in a kink at midshaft. There was no reported injury to the pt.